Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. H6: proposed component code: mechanical (g04) ¿ rasp. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. Complaint not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a right hip procedure, the stem was implanted and sunk in the bone. The stem was removed. It was indicated that the stem did not match the broach. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.